Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2022: subject involved in mca at emergency room she was found to be hyponatremic and in urinary retention. Foley catheter was placed. (B)(6) 2022: subject seen in clinic reports she may be having problems with urinary retention again. Subject reports "she has a foley catheter in place and it has been adequately draining". Her interstim is currently on program a @ 1.5 amplitude. It was stated that event was possibly related to  the device or therapy and not related to the procedure. Event is ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on 21feb2015: patient has been having a lot of trouble with pain at the site itself. Abdominal pain and back pain secondary exam of the pocket itself shows that it's really immediately underneath the epithelium, and the epithelium is raised. This is secondary to the patient's having essentially zero subcutaneous fat. I can feel all of the bones of her sacrum and can actually see the lead running under the skin due to lack of subcutaneous tissue. Unfortunately, there is really no other area on her buttock or on her flank that looks any better. Due to this, I have asked her to go ahead and try to purchase some upholstery foam and see if she can hollow out a small divot in it and then utilize that to see if perhaps it may take some of the pressure off of the site itself. Patient reported specify results: patient states she has been having a lot of trouble with pain at the site itself. Device interrogation/device data specify results: impedances normal date of test: (B)(6) 2015 date of test: (B)(6) 2015 / diagnostic type: examination specify results: exam of the pocket itself shows that it's really immediately underneath the epithelium, and the epithelium is raised. Date of test: (B)(6) 2015 / indicate the relationship of the event to the device or therapy: related / indicate the relationship of the event to the implant procedure. Resolved without sequelae (B)(6) 2015 on (B)(6) 2015 patient presents to the emergency department for difficulty urinating, loss of efficacy. (B)(6) 2015 telephone call to clinic patient states she is not able to empty her bladder and states she only voids in small amounts and hasn't voided since this am. (B)(6) 2015 in office appointment urinary retention, possibly secondary to a uti (uti unrelated). 3. Evidence of resolution of retention today resolved without sequelae (B)(6) 2015 see unrelated (B)(4) - adverse event unrelated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023 the foley catheter was still in place. All electrodes were checked and patient went from program 1 at 2.0 to being placed on c+0- at 0.8. Permanent removal attempts have failed because the patient still had significant retention.

Event description:
Additional information was received. They had surgery for placement of a suprapubic tube placement for ongoing retention. The issue is unresolved, but no further action will be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.